Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-08050. It was reported the pt had a loss of stimulation. During the reprogramming session, the pt felt no stimulation with increase in amplitude but felt it to be strong after some time. X-ray imagery showed no lead fracture or lead migration but the diagnostic testing on the lead contacts showed invalid impedances. The pt will have a lead replacement at a future date.